Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment; the returned rod was confirmed to have fractured at the laser marking dot. The laser marking dot was inspected using a microscope and voids were identified. These voids can act as stress risers when placed on the tensile side of the bend, which they were in this case. The most likely cause of the customer reported event is the presence of voids on the laser marking dot, as a result of the manufacturing process.

Event description:
It was reported that the surgeon had two 6.0x600mm rods snap in half when attempting to bend using the french bender.

Event description:
It was reported that the surgeon had two 6.0x600mm rods snap in half when attempting to bend using the french bender.